Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis. During analysis, the customer's problem was confirmed in that at least one of three delivery accuracy tests performed was over delivering / outside range of the manufacturing specifications. Service recommended that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis hpca pump failed accuracy test > 20+/- 1.2ml. No patient was involved in this event. No adverse effects were reported.